Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered urinary incontinence, pain during intercourse, emotional distress, vaginal pain, abnormal pain, vaginal bleeding, urinary tract infections, pelvic pain, and abdominal cramps. No further info has been provided.